Event description:
It was reported that while in the dept of "coronarography" the intra-aortic balloon (iab) was prepped per instruction, and the super arrow-flex (saf) was inserted via the femoral artery. The md introduced the iab into the sheath, but was unable to progress. The iab stopped "about 15cm despite the presence of the one-way blue valve and vacuum applied three times before insertion." As a result, the md removed the iab and then the sheath. The md used the "conventional sheath" with the same iab and again the iab could not be advanced through the sheath. The iab with the sheath was removed as one unit. Another iab was inserted through a new sheath; "all was ok." The pt expired the next day and as per the report "the death was not due to counterpulsation."

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.